Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely frozen screen, flashing medtronic logo, keypad/button unresponsive/button error, time/clock anomaly and unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and it was observed that the customer reported a frozen screen with the medtronic logo, buttons were not responsive and time clock did not advance. The customer replaced the battery, but the screen remained unresponsive. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to confirm unresponsive buttons, time/clock anomaly and unexpected battery power loss due to constant flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that component l7 on pcba1 was cracked, causing display anomaly. Unit also received with scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, the unit was received with an unexpected flashing medtronic logo. Therefore, unable to confirm unresponsive buttons, time/clock anomaly and unexpected battery loss due to display anomaly. Under microscopic investigation, component l7 on pcba1 was found cracked, causing display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.